Event description:
Intra - aortic balloon leaked blood in cathter/membrane. MFR's quality engineering tech has completed the eval. A partial iab was rec'd for eval with the membrane completely unfolded and the extracorporeal tubing was missing from the device. Blood was visible on the exterior and within the membrane and catheter tubing. The lab leak test was performed on the membrane and a penetration was detected. The penetration was located 6.0" from the distal tip of the iab and was observed to be smooth edged and seen within a whitish abrasion patch. The penetration measured .020" in length and the abrasion patch measured approx .200" in length. The microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcified plaque during the intra-aortic balloon pumping.